Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. System testing did not indicate any abnormal operation with the alarm's audio. All alarms worked as expected, loudness and pitch were within specification. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(4) that the mechanical cardiac support (mcs) coordinator was doing a controller exchange with a new ventricular assist device (vad) patient as part of his training, and noticed that the "no power" alarm didn't sound when he removed both batteries. The mcs coordinator also tried to create the "no power" alarm by connecting battery power and then removing battery power, but it wouldn't sound. The patient was given a new controller. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. There is a warning that if there is a controller failure, switch to the back-up controller. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117. Controller has not been received.